Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred after the pump was connected to a power source. Customer's blood glucose level was 256 mg/dl. Reportedly, the customer had insulin pens as alternate insulin therapy.